Manufacturer narrative:
E1: initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating from at the filter's venous connector of a revaclear 300 approximately ¿five minutes¿ into hemodialysis therapy. The blood leak alarm was triggered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.